Event description:
The patient ((B)(6)) received an scs system on (B)(6) 2009. In (B)(6) 2009, the patient presented to the facility reporting a loss of stimulation from his device. An x-ray of the patient's system found his lead had fractured. The lead was explanted and replaced. The explanted lead was returned to the manufacturer for analysis. Follow up on the patient found no other issues reported.

Manufacturer narrative:
Results: as received, the lead is severly kinked with all wires broken at approximately 21.5 cm from the stim end. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.